Manufacturer narrative:
Additional data.

Event description:
N/a.

Manufacturer narrative:
Corrected data.

Event description:
Additional information was received that the patient had lytic-hypertrophic osteolysis and reported pain during distraction and consolidation. Additionally, it was reported that the implant was found to have corrosion.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received via literature that the patient had localized osteolysis level with the nail¿s telescopic junction which is clearly atypical and potentially implant-related. Residual cortical defect in the anteroposterior radiograph was noted.